Event description:
It was reported that the renasys go cannot generate and control negative pressure, and cannot generate alarm under expected alarm condition. As this was noticed during service and repair activities, no patient was involved.

Manufacturer narrative:
H3, h6: the device, intended to be used in treatment, has been returned for evaluation. A visual inspection reported that the outer casing was broken. The functional evaluation reported that the device failed to maintain negative pressure and generate alarms under the expected conditions, establishing a relationship between the reported events. The root cause was identified as defective vacuum motor and a defective main board. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.